Event description:
I have had mentor saline implants since 2009 (12 years). A year ago I began noticing issues with my health and unusual symptoms starting with skin issues (palmoplantar pustular psoriasis), memory loss, significant hair loss, heart palpitations. My primary dr. Ran a full blood panel and it was normal. Approx 6 months later I began having additional symptoms. These include bluish skin on hands, cold intolerance, skin shedding, hand tremors, leg tremors, dry eyes, muscle twitching of eye, dry eyes, double vision, ringing in ears, vinegar smell to underarms, metallic taste in mouth, night sweats, tingling in lower extremities, left joint pain in shoulder and hip, dizziness, waxy dry skin. An ophthalmology exam diagnosed mild 6th nerve palsy of my left eye. An MRI of my brain and orbits w/ and w/o contrast showed no abnormalities. I am currently taking vitamin d, buspar 5 mg 3x/day and have tried both antibiotics, anti fungals and steroids for the skin problems with no improvement. I am going to have my implants removed as soon as I can afford it. I am miserable and so tired of people telling me this is due to stress. I have never had health problems like this. It all came on gradually over the last 18 months. I have not had the implants removed yet. They are saline and have not been ruptured as far as I know. FDA safety report ID # (B)(4).